Manufacturer narrative:
The device was returned for further evaluation. Upon receipt, bench testing was performed, which determined that the AED was unable to deliver an adequate shock. Additional investigation identified the root cause as a failure of the q18 component on the main board. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.